Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was cracked. There was no reported patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and a crack downstream occlusion seal was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.